Manufacturer narrative:
The exact event date and explant date were not available, therefore the date (B)(6) 2022 was used as estimate for both fields.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion; therefore, a surgical procedure was performed to remove the device, and two years later, a new aus was implanted. There were no further patient complications reported.